Event description:
Patient had his asd (26mm) removed in theatre after a routine chest x-ray showed the device had dislodged into the left ventricle. The surgeon noted the septum was very thin and mobile and there were two separated membranes. The device implanted indicated a larger size occluder should have been used. The patient was referred to surgery and his outcome was satisfactory.

Manufacturer narrative:
Additional information was received from the distributor on 06/22/2006; this information has been forwarded to aga's research and developement scientist for review.